Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a straight tear on the outer package and the leaflet. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[storage method and expiration date]. 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a tear on the outside of the sterile package. This was discovered upon opening the outer carton.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a tear on the outside of the sterile package. This was discovered upon opening the outer carton.